Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that on routine follow up doctor found several episodes of oversensing of t-wave both in vt zone and vf zone. Few days later the pt was hospitalized for inappropriate shocks due to t-wave oversensing. This issue was resolved by reprogramming the device.